Manufacturer narrative:
(B)(4). Method: at this time the device is not available for return and unclear if it will be returned. However, the lot number provided by the customer is not a valid lot number as we could not identify it. Therefore, the device history review (DHR) could not be conducted. Results: the device was not returned for analysis therefore, testing methods could not be performed. The DHR evaluation is not possible because the lot number provided was not identifiable. Conclusion: as the device was not received for evaluation, testing methods could not be performed. A review of the DHR was not possible as the lot number provided was not a match to a device model. Also, the reporter had no model description to provide us. At this time we are further investigating the reported incident. Should additional information be received pertinent to this event a follow- up report will be submitted. Not returned to manufacture.

Event description:
It was reported by a patient that the pump had to be removed after suffering a reaction. Further described as "patient called and had to remove the pump after having trouble breathing and having red lines all around her neck and on her face, welts about 1 inch long". Twenty to thirty (20-30) minutes after removal the patient started to feel better and the "welts" went away. The pump was filled to 335ml at a flow rate of 8mls. Patient has not had any other medication since she came home from surgery last night, and is not currently in an any pain. Pump was infusing at patients home at room temperature. Patient has medical history of copd and was prescribed oral pain medication, but denies taking any since she has been discharged today. Patient's present condition is good.